Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was defective and worn. It was determined that the gear was worn, and the device could not disengage the attachment ¿ coupling. It was observed that the device had an air leak and the power was insufficient/low. It was further determined that the device failed pretest for check attachment coupling with attachments, check air hose coupling, check for air leak and check power with test bench at 6 bar. It was noted in the service order that the direction of rotation could not be changed during post-surgery. It was further reported that the device was running in forward and could not be changed to reverse. The reverse was non-functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.